Event description:
It was reported that the physician did not want to wait for a back table prime, so they did not aspirate the catheter. They connected the pump that was full of drug. There was still water in the internal pump tubing. It was later discussed that the physician intended to withdraw from the catheter access port and prime the catheter volume until the sterile water was cleared from the internal tubing. No patient symptoms were reported. The medication used within the system was baclofen.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2006-(B)(6), product type catheter product ID 8840, product type programmer, (B)(4).